Event description:
It was reported that the customer was hospitalized several times due to hyperglycemia, diabetes ketoacidosis, respiratory failure, hypocalcaemia, and elevated troponin. The nurse stated that the customer experienced shortness of breath and difficult of urination, dizziness, and confusion. It was stated that they took the insulin pump off and her blood glucose was treated with an insulin drip and injections. The customer also was on dialysis. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.